Manufacturer narrative:
On 15-sep-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak and a hemostatic valve separation occurred. It was reported by the caller the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking after the catheter was inserted into the sheath. The vizigo sheath was replaced, and the procedure continued successfully. There was no patient consequence. Additional information was later received indicating that there was no damage, however, the hemostatic valve looks like it does not return to original state. The hemostasis valve did not break into two or more separate piece. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was reported as an ¿insignificant amount¿.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak and a hemostatic valve separation occurred. It was reported by the caller the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking after the catheter was inserted into the sheath. The vizigo sheath was replaced, and the procedure continued successfully. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the sheath. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. The brim cap and the silicone ring were placed in the correct position and found in good conditions. In addition, the customer provided a photos of the complaint device to aid in the investigation. According to photos provided by customer, the hemostatic valve appears dislodged in the hub. The customer complaint was also confirmed based on the photos received. A device history record evaluation was performed, and no internal actions were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ however, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). Correction: the d11. Concomitant med. Product of "8.5f sheath with curve viz mdc" was inadvertently omitted from the 3500a initial medwatch report. It has now been added.